Manufacturer narrative:
A field service engineer (fse) visited the site and found the system error 802 reported by the customer was related to the patient side cart (psc) battery module. The fse replaced the battery module and tested the system and the alleged issue was resolved. The battery box has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once the battery module has been returned and evaluated or if additional information is received. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event including the patient status; however, no additional information has been provided as of the date of this report. The complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci procedure after the patient was under anesthesia due to the system error 802.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the battery box involved with this complaint and completed investigations. Failure analysis investigation was able to replicate the failed error 802 when fa installed the battery box to the pca system. The batteries needed to be replaced as they were almost 5 years old.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the site received a system error 802 during start up. The leds on the patient side cart tiller were red, indicating the system was in a non recoverable emergency state. The patient was under anesthesia when the surgeon made the decision to abort the case. No further clinical information was provided.